Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery handpiece device had an unspecified defect. During in-house engineering evaluation it was observed that the gear was blocked, jammed, seized, heavy moving and rough running. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the gear was blocked, jammed, seized, heavy moving and rough running. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.